Manufacturer narrative:
The insulin pump was received with blank display due to moisture damage on the electronics assembly. Unable to perform all functional testing including the operating currents, unexpected restart error test, rewind, basic occlusion, occlusion, prime and excessive no delivery test or verify unexpected restart and external ram error alarm due to blank display. The insulin pump was received with moisture damage motor, vibrator, keypad and battery tube assembly. The insulin pump was received with cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window, missing end cap sticker and cracked battery tube threads. (B)(4).

Event description:
The customer reported via phone call that her pump alarmed unexpected restart and another alarm. She said that her pump keeps turning off and resetting. The customer said that the pump will count to 6, ask to reset time, rewind and refill. Her blood glucose was unknown at the time of the incident. Unexpected restart troubleshooting was performed. Troubleshooting for the other alarm was performed as well and the customer stated that it did not occur during the rewind/prime sequence. She was assisted in performing a self-test and the pump passed. The customer also mentioned that she dropped the pump and that the top of the battery and reservoir compartment had a crack on them. She was advised to discontinue use of the pump and to revert to a back-up plan per her doctor¿s orders. The insulin pump was returned for analysis.